Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states with the description of "no video/error msg, scope not connected" involving pentax medical video gastroscope model eg-2990i, serial number (B)(4). There was no report of death, serious injury or other significant/important medical event. The sales rep responded to good faith effoirt request for the user facility via fax on 22-oct-2021. The failure was noticed diring pre-inspection check prior to patient coming into the room. The endoscope was not used to complete the procedure. Sales rep confirmed no patient involvement. The loaner endoscope was received by pentax medical for evaluation on 18-oct-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the device passed all functional testing and the service technician documented the following inspection findings: unit tested all function pass, passed wet leak test, customer complaint not stated, passed dry leak test. The endoscope was approved by final qc on 01-nov-2021 and was delivered to the customer under delivery order (B)(4). Model eg-2990i, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service.